Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a damage on the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined, however the damage is consistent with exposure to chemical agents such as foreign solvents, dyes, or cleaning agents which may cause damage if they come into direct contact with the transfer set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp (main body) of a minicap transfer set had a crack. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was used for about one month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.